Event description:
Additional information was received. No causes or contributing factors for the event were identified. Resistance was noted in the distal section of the catheter. The catheter flush was administered per IFU during the procedure. The patient¿s baseline condition was grade 0, and the post-thrombectomy condition improved to grade iii. The catheter model and lot number were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as-found condition: the solitaire fr device was received for analysis packaged within a shipping box, a clear biohazard plastic pouch, and its original inner packaging. ¿ visual inspection / damage details: the solitaire fr device was returned within its introducer sheath. The introducer sheath showed no evidence of damage. The pusher was observed to be bent at the marker coil location and at the attachment zone location. The stent remained attached to the pusher. The proximal marker and glue domes were found to be in good condition. The stent teardrop struts were observed to be bent, with several struts exhibiting bending in the non-working length. The stent working length struts and finger markers were found to be in good condition. ¿ internal testing: the returned solitaire fr stent was advanced and retracted within its introducer sheath without observable resistance. A functional resistance test using an in-house catheter could not be performed due to damage identified on the returned device. ¿ conclusion: based on the device analysis and information provided, the reported complaint of ¿resistance during retrieval/resheathing¿ could not be confirmed. No abnormal resistance was observed during advancement or retraction of the solitaire fr stent within its introducer sheath during device evaluation. A functional resistance test using an in-house catheter could not be performed because damage was identified on the returned device. Additionally, the make, model, and size of the microcatheter used during the procedure were not reported and the catheter was not returned for evaluation. Therefore, compatibility with the solitaire fr-6-30 device could not be assessed, and the condition of the microcatheter could not be evaluated. Based on the available information, the root cause of the reported resistance during retrieval/resheathing could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a solitaire fr stent that became stuck in a microcatheter. The patient was undergoing surgery for treatment of a stroke. The stroke onset to reperfusion time was 3 hours. It was reported that after opening the package and performing routine hydration, the procedure was performed. When attempting to retract the stent, it was found to be stuck within the microcatheter. For safety reasons, another stent was used instead, and the procedure was completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.